Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope and the patient's family believed the device "went off". The device was interrogated and it was noted that the patient was suspected to have experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.